Event description:
It was reported that: "on (B)(6) 2024, a central venous puncture was performed, and the doctor needed to repeatedly pull the guidewire during the operation. During the pulling process, white plastic debris was found to have been brought out from the syringe. Another device was used instead. There was no medical intervention." Associated complaints 3006425876-2024-00811, 3006425876-2024-00812 and 3006425876-2024-00813.

Manufacturer narrative:
(B)(4). The customer provided one attachment with four photos for analysis; the photos circle white particulate observed within the guide wire assembly after removal from the arrow raulerson syringe (ars). This is supported by the customer report that "during the pulling process, white plastic debris were found to have been brought out from the syringe." Therefore, the customer report of foreign material within the device was confirmed. Manufacturing facility was consulted and they stated that the material might be from the ars valve, related to the ars valves leaking, but without sample, the source of the particulate cannot be confirmed at this time. However, due to the possibility that manufacturing contributed to this damage, a non-conformance has been initiated to further evaluate the issue. A device history record review was performed, and no relevant findings were identified. The customer report of a foreign material within the kit was confirmed through investigation of the customer photo. The photo displayed white particulate within the guide wire assembly after removal from the ars. The manufacturing facility was additionally consulted, and they stated that the particulate may originate from the valves. Therefore, based on the location of the particulate observed, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6), 2024, a central venous puncture was performed, and the doctor needed to repeatedly pull the guidewire during the operation. During the pulling process, white plastic debris was found to have been brought out from the syringe. Another device was used instead. There was no medical intervention." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). The customer provided four photos for analysis. The photos circle white particulate observed within the guide wire assembly after removal from the arrow raulerson syringe (ars). This is supported by the customer report that "during the pulling process, white plastic debris were found to have been brought out from the syringe." Therefore, the customer report of foreign material within the device was confirmed. The customer also returned one opened cvc kit for analysis, including one guide wire assembly, ars, and introducer needle. No definite signs of use were observed. Visual analysis of the components revealed white particulate on the guide wire thumb guide and ars. No defects or anomalies were observed with the returned guide wire. The overall length of the guide wire measured 600mm which is within the specification limits of 596-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.800mm which is within the specification limits of 0.788 - 0.826mm per the guide wire product drawing. The guide wire and ars were functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle. "The guide wire was advanced through the ars/introducer needle subassembly multiple times and little to no resistance was experienced. Mfg was consulted and they stated that, based on the customer photo, the material is potentially from the ars valve. Due to the possibility that mfg contributed to this damage, a nonconformance has been initiated to further evaluate the issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a foreign material within the kit was confirmed through investigation of the customer photo and returned sample. The photo displayed white particulate within the guide wire assembly after removal from the ars. Visual analysis of the returned guide wire assembly additionally confirmed the white particulate. The manufacturing facility was consulted, and they stated that the particulate may originate from the valves. Despite this, the components passed all relevant dimensional and functional requirements. Therefore , based on the location of the particulate observed, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "on (B)(6) 2024, a central venous puncture was performed, and the doctor needed to repeatedly pull the guidewire during the operation. During the pulling process, white plastic debris was found to have been brought out from the syringe. Another device was used instead. There was no medical intervention." Associated complaints 3006425876-2024-00811, 3006425876-2024-00812 and 3006425876-2024-00813.